Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported on 11/28 patient went to the ER because she was bleeding from the tubing. The ER nurse stated the port tubing is not patent and ns sprays out from the sides. The line was replaced in the ER. No other information was provided.